Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The healthcare provider placed the ventricular catheter, attached the external ventricular drainage (evd) and the unit was set to 20 in recovery. When the pt was seen approx 5-10 mins later the following was noted: the tubing from the top of the burette was broken. The pt was not injured.